Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the lithium heparin and bd vacutainer® sodium heparin (nh) 75 usp units blood collection tubes had the "same exact" stopper color, making it hard to distinguish between the two and leading to collecting peripheral blood or bone marrow specimens, used for flow cytometry testing, into the incorrect lithium heparin tube. This caused samples collected in the wrong tubes to be discarded and patients having to be redrawn, in which bone marrow was "a horrible specimen to have to re-collect''. The customer reported 29000 cases of this event, with "multiple patient involvement", happening over a span of "many years", with tube confusion occurring about "5 to 10 times per month". The following information was provided by the initial reporter: customer states that since both the sodium heparin and lithium heparin tube have the same exact stopper color and very little difference on the label, that the staff collecting samples often put the specimen in the wrong tube. The hospitals collect spinal fluid in the sodium heparin tube and if it's collected in the lithium heparin tube, then that spinal fluid sample is no good to the lab, they would then have to re-collect the specimen in the correct (sodium heparin tube). Obviously, this is not a sample that they want to have to go back and re-collect from a patient. This has been an on going issue with this large hospital system, and the lab director just reported it to me after she got so frustrated with this issue. Rcvd an email from the sr stating "I submitted the above-mentioned pir on monday, and I wanted to give some additional comments and make a correction. First the correction. In the pir I entered that the hospitals use the sodium heparin tube for spinal fluid samples. This was incorrect. They use the sodium heparin tube for peripheral blood or bone marrow specimens. They do flow studies on these samples. Lithium heparin is not acceptable for this testing (flow cytometry)!! The issue is whenever this type of specimen is put into a tube with the ¿lithium¿ heparin, this sample cannot be used, and must be re-collected in a ¿sodium¿ heparin tube. The lithium heparin and sodium heparin tubes look very similar (same cap color). As my customer stated, ¿bone marrow is a horrible specimen to have to re-collect!¿ the laboratory director told me that this mistaken tube issue occurs anywhere from 5 to 10 times per month at her facilities. It¿s not a lot specific issue. I would say the incident(s) occur before patient use, because the wrong tube is being chosen before they draw the patient¿s specimen into the tube. Multiple patient involvement, if yes provide patient identifiers (i.e. Gender, weight, ethnicity, etc.), cannot be answered, as this has been an ongoing issue for many years.